Event description:
It was reported that the lead had consistently high impedances of greater than 1600 ohms at implant attempt. The lead was not used and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The lead was returned with the helix fully retracted. When extended, blood and tissue was found on it.